Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 12-dec-2023 and 19-dec-2024 recorded the short interval counter with zero counts until 11-dec-2024 where the count increased up to more than 249 counts per day and in the end of the recorded period the counter rose to more than 100 counts per day. All other trends gained no more information. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that it appeared to be non-capture on the rv channel. The patient is scheduled for an intervention. Should additional information be received, this file will be updated.